Event description:
Related manufacturer reference number: 1627487-2019-09106. It was reported during follow up surgical intervention was undertaken during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-09106. It was reported the patient leads displayed high impedance. As a result surgical intervention may be pending to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The report stated the patient had a fall after which they noticed an increase in pain.

Event description:
Related manufacturer reference number: 1627487-2019-09106.